Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: ¿the interlock fibered idc occlusion coil is designed to be delivered under fluoroscopy with a 0.021 in (0.53 mm) inner diameter microcatheter with one or two radiopaque (ro) tip markers.¿ (B)(4).

Event description:
It was reported that a coil became stuck during deployment. A 14mm x 30cm f-idc interlock¿ was selected for use. During the procedure, embolization was started, after about half of the coil was implanted, it became stuck. The coil was unable to be advanced or retracted. The coil and the catheter had to be removed together as a system. Upon removal, it was noted that the coil had detached within the non-bsc catheter. The procedure was completed with a different device. No patient complications were reported.